Event description:
It was reported that during a peripheral atherectomy treatment procedure, cutting balloon removal difficulties were encountered. The lesion being treated was an in-stent restenosis in the common iliac. It is noted that the lesion had not been predilated. The physician used a v-18 guidewire through a 6f, 10cm straight super sheath to deliver the peripheral otw cutting balloon. He inflated the cutting balloon to 8 atms. Deflated the balloon, then injected dye through the sheath with good results. The physician then pulled the cutting balloon back and felt some resistance at the groin, but continued to pull the balloon out. The patient experienced pain and a hematoma at the groin, and blood was noted in the sheath. The cutting balloon dissected the sheath. The patient is in stable condition with no hematoma.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.